Event description:
Follow-up #1. Date of event: 09/28/1999. Additional information was received regarding this event. Records state "this 64 year old lady is seen ungently because of a severe burn over her low back and both buttocks. Apparently she tried to use a new hot water bottle which broke as soon as she put it against her skin and she sustained quite a bad burn. She apparently saw dr. Over the weekend who told her to use some otc cream and told her to remain out ot work for a few days. She continues to have a good deal of difficulty with sitting and walking and really does not feel she can return to work. Dr has also dressed her buttocks area with bacitracin and dsd. Dr think she should remain out of work for at least the next 5-7 days and dr has told her that and have written it for her." Work release states "this lady has a severe burn (second degree) over her low back and both buttocks. Due to the pain and weeping skin, she cannot be at work for 5-7 more days." Records also state that the pt "reports onset of lower back pain appproximately 3 weeks ago when she twisted quickly. Reports she had a hot water bottle on upper back and bottle broke. States she jumped and she fell off bed onto floor." Pt was seen the next day and diagnosed with second degree burns." Dr's examination reported pt complaint of intermittant sharp pain of the left lower back, and findings on exam of tenderness/spasm left lumbar paraspinals. Pt received physical therapy and returned to work on 10/14/97. No further information was available.